Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 507645 ra lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, diminished sensing, a drop in impedance, and one over-sensed beat with pocket manipulation. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead alert triggered, and the superior vena cava (svc) coil of the lead exhibited high impedances and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.